Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported manual exchange of 2000 ml and the increased intra-peritoneal volume (iipv) of 3554 ml could not be determined. The device was not returned to baxter, precluding further device investigation. Review of the previous service record revealed no issues that may have caused or contributed to the reported difficulty. A cause of the reported difficulty could not be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a drain volume of 3554ml in drain 2 of 3. The fill volume is 2000ml and the last fill volume is 500ml. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. This event meets overfill criteria